Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a treated episode showing likely ventricular tachycardia (vt) that was treated and appropriately terminated by anti-tachycardia pacing (atp) before charging. However, the device still received a shock which was inappropriate. Technical services (ts) was consulted to further discuss and evaluate the currently programmed redetection duration. Besides the inappropriate shock, no other adverse patient effects were reported. This product remains in service.